Event description:
Treatment of a small aneurysm located in the left p-comm (posterior communicating artery) that was previously coiled, but has recanalized (approximately 5mm). The patient was given dual anti-platelet therapy. On (B)(6) 2014, the patient underwent pipeline embolization treatment. During the procedure, it was reported the first pipeline (4.00mm x 12mm) could not be released from the capture coil and was removed from the patient. The second pipeline (4.00mm x 16mm) was deployed, but the proximal end was difficult to open and required manipulation and balloon angioplasty (an option presented in the instructions for use, u.s.) To fully oppose the vessel wall. The patient was discharged in stable condition. Same event as MDR# 2029214-2014-00065.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded. (B)(4).